Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited residual fluid and foreign material coming out from the suction cylinder. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned, and the customer's allegation was confirmed. The device evaluation could not identify the foreign material. Based on the results of the investigation, it is likely that the foreign material may not have been removed because the device was not reprocessed properly. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance of this device.